Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a closurefast device. The customer stated that the patient received rf endovenous ablation of left gsv on (B)(6). Post op ultrasound showed evidence of encroachment of the ablation into her common femoral vein (thrombus extension) from the saphenofemoral junction. The patient was started on plavix and continued to wear thigh high compression stocking. Follow up ultrasound performed several days after showed complete resolution of the thrombus extension.